Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced bolus anomaly. The customer's blood glucose value was 590 mg/dl. The customer declined to troubleshoot for high readings. The customer stated that she left the house without the pump and was gone all day. The customer was assisted with manual bolus. The product was not returned for analysis.